Manufacturer narrative:
Upon review of the medical records , the patient did not have an ethicon product implanted. The patient had pelvicol implanted. Thus this not an ethicon complaint. Therefore medwatch report 2210968-2013-13659 is being voided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and an mesh was implanted. It is also reported that the patient had an urotech implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).